Event description:
Info received indicates pump dumped several hundred mls over the amount the pt was supposed to receive.

Manufacturer narrative:
Pump was tested several times and each time when pump finished dose, delivery amount was within spec (+/-5%). Rotor was replaced because of silicone residue, as a preventive measure pump was tested. Pump works correctly, delivery proper amount of fluid. Motor is running smoothly without any errors or incident.